Event description:
It was reported that the device was found to have low battery before implanting. The device was not used. The device was returned in the sealed packaging.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) ram chip - memory error, write to ram power on reset occurred (B)(6) 2010. The device was interrogated in its original sealed package.